Manufacturer narrative:
Although the patient's exact age was not provided, the patient is reportedly (B)(6). (B)(4) relates to (B)(4) for needle detachment.

Event description:
It was reported to boston scientific corporation that during an pelvic floor repair procedure using an uphold vaginal support system, the needle detached from the suture. The needle reportedly detached inside the capio device and did not fall into the patient. The physician removed the partially placed mesh body from the patient and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine post-procedure.